Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The on and off wire connection on the interconnect cable was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the 7700 system's screens would not turn on. No pt injury was reported.